Event description:
Guidant's medical experts adjudicated the outcome of this patient event. It was determined that this patient experienced a stroke. No additional information was available.

Event description:
It was initially reported that during the procedure the patient experienced visual changes in left eye. This condition is not pre-existing and not felt to be related to the device. No action/treatment was taken and event did not result in intervention. The pateint's outcome was resolved. The start date was 2005 and stop date was the next day. In 2005 received information that now indicates the visual changes were not transient symptoms and the patient's outcome is reported as improved. The visual changes were noted the next day and the following day vision was reported to be better. Patient was to follow-up with ophthalmologist after discharge. A non-dilated endoscopic exam found no embolus noted and impression was retinal artery embolus with relative apd and loss of visual acuity. This was felt to be less likely ischemic optic neuropathy from non-embolic source and did not find evidence of central deficit. Patient did not return for 30 day follow-up and had no intentions of returning for a follow up exam, stating that she was "totally blind" in her left eye. The patient refuses testing and/or follow-up exam.